Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening extended on anterior, posterior and radius. Leak test and microscopic analysis was performed which identified: striated opening extended on anterior, posterior and radius, sharp opening on anterior and observed void on valve side within specification per qa199.06 (texture side) is not considered a workmanship and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening extended on anterior, posterior and radius assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.